Event description:
Disposable instrument item (flipcutter iii drill) tip broke during use and was stuck inside patient right knee (surgical site). The tip was retrieved out of the knee by the surgeon with the guide of x-ray mini c-arm also during surgery.